Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation has been performed. No additional relevant information was obtained from this review. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that as the surgeon was creating a raster pattern there was a 6 mm circle that was blurry, and surgeon felt the flap was thinner or thicker in that area. They were able to lift the flap but did not proceed. The procedure was aborted and photorefractive keratectomy (prk) is planned for the future.